Event description:
It was reported that device interrogation is intermittent. The programmer connection seems to be the cause, since when it is "wiggled," telemetry can be gained or lost. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent interrogation due to a loose connector on a printed circuit board assembly. System fan is noisy.